Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited functional undersensing and delivered inappropriate anti-tachycardia pacing (atp). Programming changes were discussed, but no changes or intervention was reported. The patient condition was unknown.